Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2022 to (B)(6) 2022 due to diabetic ketoacidosis and high blood glucose level. Customer's blood glucose was 404 mg/dl. Customer was treated with intravenous insulin. The customer experience symptoms such as a tired, feeling sick, altered vision as result of high blood glucose. Troubleshooting was done for high blood glucose. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was active at the time of incident. Insulin pump had insulin flow blocked alarm. The insulin pump will not be returned for analysis.